Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12317. It was reported the pt feels hot at the ipg site five mins into a charging session. It was also reported the pt had two occurrences of the charger unable to locate the ipg. F/u determined the sjm rep reviewed the charging guidelines with the pt. It was reported the charger was able to communicate with the ipg and charging session was completed successfully, with no heating at the site. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This model was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.